Manufacturer narrative:
H3: the device was not returned for physical evaluation. Technical support worked with the biomedical engineer at the hospital. Upon inspection by the biomed, water was found in the pressure sensing line connected to the pressure transducer. This moisture intrusion likely caused damage to the transducer, resulting in erratic pressure signals and failed calibrations. The instability may have contributed to the driver shutting down unexpectedly. It is recommended that the pressure transducer and airway pressure tubing be replaced to resolve the issue. G1: contact information has been updated.

Event description:
Complainant alleged that during use on a patient, the device shut down. Complainant indicated that there was no adverse effect to the patient due to the reported issue.

Manufacturer narrative:
D4: UDI #: the complete UDI number is unknown as it was not provided by the reporter. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.